Event description:
It was reported by a manufacturer clinical representative that in the middle of a procedure on (B)(6) 2011 error 190 was received from the laser system. Per the manufacturer clinical representative, the error was able to be cleared. The procedure was completed. No patient injury was reported.